Event description:
Using alaris pump with 4 channels -as a secondary, pushing start, did not work, tried again - did not work - pump turned off all channels for a seconds. Not able to restart and turn back on. Alaris brain and alaris modules. Serial numbers: (B)(4). FDA safety report ID # (B)(4).